Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the insulin pump was alarming button error. The customer had restarted the device and the device is stuck on the version screen, no buttons are responding. The customer's blood glucose was 200 mg/dl. Customer's mother didn't recall any significant event. The customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.